Event description:
The customer alleged that she was receiving high glucose readings using her contour meter. While troubleshooting, she performed control tests and received a result of 249 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.